Event description:
Patient had an echocardiogram on (B)(6) 2021 that noted moderate to severe aortic insufficiency, compared to trivial aortic insufficiency in (B)(6) 2021. Patient is not a candidate for transcatheter aortic valve replacement.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported aortic valve insufficiency, pulmonary hypertension, and decompensated heart failure could not be confirmed. A specific cause for these events could also not be determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including hypertension. Section 5 ¿surgical procedures¿ warns that ¿moderate to severe aortic insufficiency must be corrected at time of device implant.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an abnormal transthoracic echocardiographic procedure on (B)(6) 2021 which revealed severe aortic insufficiency. Patient was scheduled for right heart catheterization (rhc) for potential optimization therapy. Post catheterization patient was admitted on (B)(6) 2021 for cardiothoracic surgery and structural heart consultation. As of (B)(6) 2021, the patient had no complaints, denied chest pain, shortness of breath, abdominal pain, nausea, vomiting, diarrhea, or fever. Patient was discharged on (B)(6) 2021.